Event description:
Initial beta hcg result of 15.43 miu/ml in 2007. Redraw of same pt 4 days later recovered <0.1 miu/ml. Same drawn 4 days ealier was rerun 4 days later and recovered <0.1 miu/ml. Initial result was reported. No information provided to determine if results were used to guide therapy. The field service rep determined there was a problem with the sample disk. The instrument was repaired. Performance check tests were performed and within specification. The user reports no further occurrences.